Manufacturer narrative:
There are no previous complaints of this code-batch. We manufactured and distributed in the market 120 units of this code-batch. There are no units in our stock. We have received 19 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the linear pull tensile strength of the closed samples received and the results fulfil the requirement of united states pharmacopeia (usp): 0.105 kgf in average and 0.087 kgf in minimum (usp requirement: 0.025 kgf in average). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Linear pull tensile strength results before releasing the product were 0.107 kgf in average and 0.097 kgf in minimum and fulfilled usp requirement. Although the results of the closed samples received fulfil the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventative action needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation on-going. Supplemental report will be submitted when additional information is available.

Event description:
It was reported that the thread is brittle and breaks. Incident occurred during surgery and was noticed by the doctor, it did not come in contact with the patient.